Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 6/25/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. No anomalies were observed. The leak test was conducted, and a channel leak was observed between the tubing and the female luer that was connected. The pressure tubing was broken near the luer within the specification limits of 10 pounds. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The cause of the customer reported issue was insufficient solvent during the bonding process between the tube.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure sensor pipeline was leaking at the three-way joint, and the other one was slipping at the screw connection and could not be used.